Event description:
The radio frequency programmer head was returned due to "no longer needed" and subsequently tested out of specification during manuf acturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).